Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: opening linear on radius and yellow particles. Leak test and microscopic analysis was performed which identified: delamination valve, opening crease smooth, wear abrasion and creases fold. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure); an opening crease smooth on radius assessed as fold flaw opening.